Event description:
It was reported that the patient had the device removed on (B)(6) 2015. It was nearing end of its life per the patient, and his physician wanted to order an MRI as his back and neck had gotten worse. The patient stated that the stimulator ¿stopped stimulating as good¿ about 2 years ago. The patient tried to have it reprogrammed 3-4 times but it did no good. Additional information about the explant was requested from the patient's physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-33, lot # v047368, product type lead; product ID 3708340, serial # (B)(4), product type extension; product ID 3487a-33, lot # v017144, product type lead; product ID 3708340, serial # (B)(4), product type extension. (B)(4).